Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive. The keypad buttons spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a scratched display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas and stated that a few weeks ago, the keypad buttons were sticking, had a delayed response and at times would cause up and down scrolling. The issue was reportedly getting worse. The patient stated that it takes several attempts to program the pump correctly. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This complaint is being reported due to the alleged keypad issue.